Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor xl retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6), 2010. According to the complainant, during the ercp procedure, the extractor balloon was advanced through the endoscope and positioned within the common bile duct. The balloon was inflated to remove a stone, however upon coming in contact with a stone, the balloon burst. A fragment of the balloon material detached from the device. The extractor balloon was removed from the patient. Biopsy forceps were then used to remove the balloon fragment from the patient. No pieces were left inside of the patient. A second extractor balloon was used to complete the procedure successfully. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed that the balloon burst in the mid section and a piece of the balloon is missing. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The root cause of the damage could not be definitively determined, however, it is likely that the balloon burst as a result of a procedural issue (such as contact with a sharp exterior object like a large calcified stone, damage due to use in tortuous anatomy, or pressure from large stones in the cbd).

Manufacturer narrative:
(B) (4) (device fragments removed). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 7, 2010 that an extractor xl retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B) (6) 2010. According to the complainant, during the ercp procedure, the extractor balloon was advanced through the endoscope and positioned within the common bile duct. The balloon was inflated to remove a stone, however upon coming in contact with a stone, the balloon burst. A fragment of the balloon material detached from the device. The extractor balloon was removed from the patient. Biopsy forceps were then used to remove the balloon fragment from the patient. No pieces were left inside of the patient. A second extractor balloon was used to complete the procedure successfully. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.